Event description:
The account alleged that when the head pr knees up are pressed the bed will run continuously until the upper limit is reached.

Manufacturer narrative:
The account is replacing the control board to resolve the issue.